Event description:
It was reported that during inspection, it was noticed that the ultrasonic gastrovideoscope (eus) balloon was not removed from scope during reprocessing. The eus scope was hanging in storage cabinets with the balloon still attached to the distal end. The scope was removed from use to remove the balloon and was advised to follow proper reprocessing as indicated in the reprocessing manual IFU's. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of an olympus endoscopy support specialist (ess) visit to the user facility and the legal manufacturer's final investigation. New information added to the following fields: d8, e2, e3, g2, h4, h6. Correction to d9 and h3, d9 and h3 were inadvertently selected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. No device was returned to olympus for evaluation. However, as part of the investigation into this report, an ess was dispatched on-site to assess the reprocessing practices at the user facility. During a preventive maintenance inspection, the ess noticed the eus balloon was not removed from scope during reprocessing. Eus scope was hanging in storage cabinets with the balloon still attached to distal end. The scope was removed from use to remove balloon and follow proper reprocessing as indicated in the reprocessing manual IFU's. Additional cleaning disinfection and sterilization (cds) training was recommended to review eus reprocessing recommendations with new staff. Based on the results of the investigation the root cause could not be identified. The event can be [detected/prevented] by following the instructions for use: chapter 3 preparation and inspection: 3.7 preparation and inspection of the balloon. Chapter 4 operation: 4.4 withdrawal of the endoscope and inspection of air/water and balloon channels. 4.5 removal of the balloon. Olympus will continue to monitor field performance for this device.